Event description:
It was reported that all lead impedance measurements had increased. The patient was supposed to be checked monthly since (B)(6) 2010, but didn't show for a follow-up until (B)(6) 2011. The ICD was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Other text: device evaluation anticipated, but not yet begun.

Manufacturer narrative:
Analysis confirmed the high impedance measurements via review of the trend diagnostics. Testing on the bench and in the automated system found no anomalies and the device met all test specifications. The cause of the anomaly observed in the field was not determined as it could not be reproduced during testing.